Event description:
It was reported that the patient presented in clinic for a follow-up. After a firmware update, it was noted that the leadless pacemaker (lp) was found in backup mode. The lp was restored successfully. The patient was stable.